Event description:
The catheter was placed for ptcd drainage. One week after placement, the physician experienced that the tube had broken about 6cm from the distal tip. The separated segment was subsequently removed during surgery.